Event description:
It was reported that the patient experienced frequent falls. It was noted that there was occasional undersensing on the right atrial (ra) lead during some episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.